Manufacturer narrative:
(B)(4).

Event description:
Prior to the catheter replacement, the patient experienced decreased efficacy. The location of the catheter issue was unknown by this reporter. A dye study was attempted and they were unable to aspirate from the catheter; the catheter was occluded. The catheter was revised on (B)(6) 2014. The patient recovered without permanent impairment. The device system was delivering morphine.

Event description:
The patient¿s therapy stopped working mid-summer. A surgery was performed yesterday on (B)(6) 2014. During this surgery, the catheter was found tangled. Drug information was not provided. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).